Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed, and found that the customer got no delivery alarms two days before the event. Also found that there were no bolus deliveries in the bolus history for three days prior to the event. Nothing further was reported.